Event description:
Potential for injury associated with the broken back cane on a 9xt manual wheel chair. This event could cause possible product instability and the potential for the chair to not maintain its intended weight-bearing status.